Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. After cannulation using a 3.5 6fr non-bsc guide catheter and advancing a non-bsc wire to the distal lesion, pre-dilatation was performed using a 2.0x15mm maverick balloon at 14 atmospheres. Subsequently, a 2.50 x 20mm synergy stent was advanced to treat the lesion. However, the device failed to cross and the proximal stent strut was noted to be damaged. The device was removed and the procedure was completed with a 2.75x20mm non-bsc stent with timi 3 flow. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. After cannulation using a 3.5 6fr non-bsc guide catheter and advancing a non-bsc wire to the distal lesion, pre-dilatation was performed using a 2.0x15mm maverick balloon at 14 atmospheres. Subsequently, a 2.50 x 20mm synergy stent was advanced to treat the lesion. However, the device failed to cross and the proximal stent strut was noted to be damaged. The device was removed and the procedure was completed with a 2.75x20mm non-bsc stent with timi 3 flow. No patient complications were reported and the patient's status was stable. Synergy ous mr 2.50 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.